Event description:
On (B)(4) 2012, customer reported that their dxc 600 pro instrument intermittently suppressed glu (glucose) and tg (triglyceride) results for the last few days. Customer stated that during troubleshooting they found white crusty material on the drip tray over the reagent refrigerator, and blue-greenish fluid under the drip tray. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument on (B)(4) 2012, and ran 8 precision run reps for glu and tg. Fse noted that the instrument suppressed the results. Fse replaced the mixer paddles and the sample probe, and performed alignments. Fse realigned the wash tower and replaced the probe wash collars and the a/b valve. Fse ran a precision test and the instrument still showed reoccurring errors. Fse revisited the customer on (B)(4) 2012, and found that probe a had carryover and the reagent syringe was hard to move. Fse noted that the cartridge chemistry (cc) sample probe had a bad shear valve, and that probe b had carryover from the h valve. Fse replaced the shear valve and lamp and performed calibrations. Fse checked the photometer indicated by the suppressed reaction errors. Fse cleaned all 125 cuvettes by hand, and replaced 35 cuvettes. Fse stated that this resolved issues and no further leaks or suppressed results were reported. The failure mode is unknown.

Manufacturer narrative:
(B)(4).